Event description:
The device was used during a wedge resection procedure. Reportedly, the approximating lever broke. The surgeon performed a laparotomy and applied another instrument to complete the procedure. The hospital has reported that the pt's condition is satisfactory.